Manufacturer narrative:
A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).

Event description:
It was reported that the compressor was not working. There was no pt involvement. (B)(4).